Event description:
Additional information received on 10/16/2023 for report mw5146861 to correct the device expiration date. A medwatch report was submitted on (B)(6) 2023 but an incorrect expiration date was entered. Refer to additional documents in i2k.

Event description:
On (B)(6) 2023 the patient underwent a robotic assisted laparoscopic sigmoid colectomy. The procedure was uneventful however when the surgeon began to close it was noticed that the covidien clarify port cleaning device which is double ended coffee starlike device with foam was shortened and the distal tip snapped off. The surgeon conducted a thorough search of the abdominal cavity and was not unable to find the distal tip. At that point the surgeon decided to close the abdomen and an obtain an x-ray. The x-ray showed a radiopaque piece of plastic just at the port site. The surgical team re-prepped and draped the patient and performed a second time out. The surgeon placed a 5 mm scope through one of the prior robotic port sites and placed a new 5 mm port in the left lower quadrant. Initial laparoscopic view showed normal postop fluid and changes, the surgeon did not see the sponge or the plastic tip anywhere. The surgeon then used a 30-degree scope to look into the subcutaneous hole of the port and the foreign body was identified within the abdominal wall and it was removed with a small stone forceps. Ports were then irrigated flushed and reclosed. The patient tolerated the procedure and was transferred to pacu. Patient was discharged home on (B)(6) 2023.